Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when stent dislodgement occurred during delivery to/at lesion. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The lesion being treated was a severely tortuous, severely calcified lesion with 99% stenosis located in the mid right coronary artery (rca). The stent was unable to be delivered to the target lesion. A guide extension catheter was added for additional support, and pre-dilation was performed using 1.25 mm, 2.5 mm, and 3.0 mm balloons. Despite these measures, the stent was unable to cross the lesion. While removing the stent delivery system in order to exchange guides, the stent was noted to have dislodged from the delivery balloon. The dislodged stent was successfully retrieved using a snare. The device did not pass through a previously-deployed stent. Ther e was resistance encountered when advancing the device, and excessive force was not used during delivery. No patient complications were reported as a result of the event.